Event description:
Additional information showed, the patient's device system was explanted on (B)(6) 2012. The therapy "never worked" for the patient, and impedance readings were all >4000 ohms at 2 volts.

Event description:
Additional information received reported the patient never had therapeutic effect and had no or very slight stimulation since implant. The patient had not fallen or endured trauma prior to the event. Impedances were elevated or out of range at the time of implant. After increasing the voltage and pulse width, impedance values came down somewhat. Impedances were measured "more recently" and some pairs showed greater than 4000 ohms. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient felt stimulation when she left the hospital following implant, but stimulation stopped 4 to 5 hours later. The patient experienced a loss of bladder control. A manufacturer representative assisted the patient and her husband with using the patient programmer, but the patient still did not feel stimulation. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v906981, serial# implanted: explanted: 2012 (B)(6). Product type lead.

Manufacturer narrative:
Lead model 3889-28 lot# v906981 implanted (B)(6) 2012 explanted unk; programmer model 3037 (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 3058, serial#: (B)(4)) found no significant anomaly. One of the setscrews was backed out too far. Good, stable output was measured on all electrode pairs. Analysis of the lead (model#: 3889-28, lot#: v906981) found no anomaly. No shorts between circuits were detected. The returned lead was connected to the returned ins. The lead and ins were submerged in 0.9% saline solution. Impedances were measured with an 8840 programmer. There were normal impedances on every electrode pair.

Manufacturer narrative:
(B)(4).

Event description:
Additional review found that after increasing the default test values and rerunning the impedance test during implant, all c pairs were within normal limits. The patient had been asleep so it could not be confirmed if the patient could feel stimulation. The physician decided to close the patient. Additional information received reported that multiple impedance checks had been performed and the lead was reinserted multiple times during implant with no resolution regarding high impedances. The patient was not receiving therapy or feeling stimulation. The patient was scheduled to undergo a lead revision on (B)(6)-2012. The patient was at the hospital on (B)(6)-2012 due to leg, back, and chest pain. It was believed the pain was unrelated to the implantable neurostimulator (ins) as the pain was present even with the ins powered off. The lead was placed on the left foramen s3. A CT scan and x-rays showed no visual of abscess and the lead looked fine. As of (B)(6)-2012 the ins was powered off. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the cause of the event was not known. Reprogramming took place. No further information was provided.